Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The customer declined repair of the device and the device was returned to the customer unrepaired. A cause of the reported failure could therefore not be determined.

Event description:
It was reported to physio-control that the customer's device would not show any ECG traces. It was impossible to obtain an ECG, either through the 12-lead ECG cable or the paddles lead, and the need for therapy could therefore not be determined. There was no patient use associated with the reported event.